Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl at the time of incident and the current blood glucose level was 568 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose level. The customer stated that the symptoms related to high blood glucose such they feel crap, dry, abdominal pain and palpitations. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Dive support cap appeared to be normal. Customer stated insulin exited at the quick release. Customer was assisted with performed displacement test which was passed and declined to performed high performance test. Customer stated that the bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.